Event description:
It was reported that following an implant, stimulation had to be turned up to 10.5v in order to be felt. Changes in the pt's body position resulted in loss of the stimulation sensation. Impedance levels were normal. The pt had three leads, but two were not programmed because the pt was "only getting a response of rib stimulation." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).